Event description:
It was reported that (2) pro46 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that one of the pro46's bag broke. On the second one the bridge element came out. The case was completed using a third pro46. There was no consequence to the patient.